Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 4/30/2007, however the correct date is 05/18/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented with torn flap on the left eye on the day of treatment date. A bandage contact lens (bcl) was placed on left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). Pre-op bcva from (B)(6) 2019: right eye pre-op 20/20 -2.00 x -.00 x 90; left eye pre-op 20/20 -.75 x -1.00 x 2.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.